Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure of the right ventricular lead, after screwing down the lead, the physician noted high capture thresholds. The physician attempted to reposition the lead for better measurements but the helix could not be extended. The physician elected to remove and replace the lead. The patient was in stable condition post surgery.